Event description:
While using flexible ureteroscope, surgeon tried to pass a nitinol basket through the scope and met resistance. Basket broke inside scope. Patient was not harmed. A new scope opened as well as a basket.